Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in as the customer's weight was not provided.

Event description:
The customer from germany reported that within 2 minutes, he obtained blood glucose readings of 70 mg/dl and 290 mg/dl with the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The customer discarded the strips used during the event. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
During additional in-house testing, the returned contour next one meter was tested with the in-house contour next test strips from lot#: 0gpeg01a using a blood sample, which gave a satisfactory performance.